Event description:
Additional information was received indicating the rv lead was explanted and replaced as the patient's device was upgraded to an ICD. The patient was stable.

Event description:
During remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual examination found one external insulation abrasion exposing the outer coil, consistent with friction to the device can. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.